Event description:
Ophthalmologist performed bilateral cataract surgery/intraocular lens implants on this pt. The implants used were ciba memorylens. Pt returned today complaining of ghost images in the right eye for two months, and exam shows either fine deposits or fine pitting of the anterior and posterior surfaces of the right implant, giving a ground glass appearance. There is no inflammation in the eye. Va is 20/20 but the pt finds this disabling in that they have difficulty driving at night. If this worsens, the iol may have to be explanted. Physician has seen this in one other memorylens, and believes it to be a lens defect.